Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly of the first smart coil evaluated. The pusher assembly was kinked approximately 64.5 cm from the proximal end. The embolization coil was intact with its pusher assembly. The coil windings were offset. The outer diameter (od) of both embolization coils were measured and found to be within specification. Conclusions: evaluation of the first returned smart coil revealed that the coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not correctly seated inside the hub prior to advancement, resistance may be experienced, and damage such as this may occur. Further evaluation of the returned device revealed that resistance was experienced while attempting to advance the smart coil out of its introducer sheath. The offset coil winding likely contributed to the smart coil¿s inability to be advanced out of its introducer sheath. Furthermore, evaluation of the smart coil revealed that the pusher assembly was kinked. This type of damage likely occurred due to forceful advancement against resistance. Evaluation of the second smart coil revealed that the coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not correctly seated inside the hub prior to advancement, damage such as this may occur. The introducer sheath not being correctly seated in the hub of the non-penumbra microcatheter during advancement, likely contributed to the smart coil inability of being advanced out of its introducer sheath. During the functional test resistance was felt, while attempting to advance the smart coil through a demonstration microcatheter. Further evaluation of the smart coil revealed that the pusher assembly was kinked. This type of damage likely occurred due to forceful advancement against resistance. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00407.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached the initial smart coils in the target vessel using another manufacturer¿s microcatheter. While attempting to use a new smart coil, the physician was unable to advance the smart coil out of its introducer sheath and into the microcatheter; therefore, it was removed. The physician then attempted to use another smart coil; however, the same issue occurred. The smart coil was removed and the procedure was ended at this point as the physician did not need additional coils. It should be noted that the physician used a rotating hemostasis valve (rhv) throughout the procedure. There was no report of an adverse effect to the patient.